Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system¿s seal didn¿t deploy properly and it was unable to stop bleeding sufficiently. No patient injury was reported. The device in question was disposed at the hospital, but the aortic cutter was returned. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The delivery device and loading device were not returned for evaluation as they were disposed of at the hospital by the complainant. The aortic cutter, and tension spring assembly with the seal were returned for evaluation. Signs of clinical usage and evidence of blood were observed. The safety lock was disengaged and the actuation button fully depressed inside the tool with the cutter and spiral needle deployed. There were no defects observed. The tether on the tension spring assembly was observed to be cut. The seal was unraveled and had blood on it . As per the IFU "place a single finger over the seal to anchor in place while slowly pulling the delivery device back. After the delivery device is removed, gently pull back the proximal seal tension spring until the tension spring opens. No visual defects were observed. Based upon the received condition of the device, the reported complaint "failure to deploy" was not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system¿s seal didn¿t deploy properly and it was unable to stop bleeding sufficiently. No patient injury was reported. The device in question was disposed at the hospital, but the aortic cutter was returned. The hospital did not report any patient effects.